Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. The thermocool® smart touch® sf bi-directional navigation catheter handle can be returned for analysis, but the rest of the catheter was retained by the facility. Concomitant product:non-biosense webster, inc.: terumo 9 french 23 cm sheath. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent an idiopathic ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a medical device entrapment requiring surgical intervention. During the procedure, while attempting to remove the thermocool® smart touch® sf bi-directional navigation catheter, the catheter became stuck in a deflected position. The thermocool® smart touch® sf bi-directional navigation catheter was retracted back into the terumo sheath, but remained deflected, causing a curve in the sheath. Several attempts to remove the thermocool® smart touch® sf bi-directional navigation catheter manually were unsuccessful. In an attempt to release deflection, the catheter handle was removed and the puller wire was cut without success. Patient was sent to vascular surgery to remove the thermocool® smart touch® sf bi-directional navigation catheter and the terumo sheath from the femoral artery. Patient was reported to be in stable condition. Although not confirmed, it is believed that the patient required extended hospitalization as a result of the adverse event. Patient recovered. Physician¿s opinion regarding the cause of the adverse event is that it was related to a biosense webster, inc.product malfunction. Although the knob/piston was able to be turned and/or pushed up and down, there was no change in the catheter shape. There is no information regarding ring or other physical damage at the distal end of the catheter because the tip of the catheter and the sheath were sent to risk management before the physician was able to inspect it. Since this adverse event required medical/surgical intervention or prolonged hospitalization to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. In addition, the issue with the deflection being stuck and this medical device entrapment issue have been assessed as reportable malfunctions.

Manufacturer narrative:
Originally the lot number was reported as ¿unknown¿. However, during the analysis on 4/18/2018, the lot number of 17743217l was retrieved. Therefore, the manufactured date and expiration date have been provided. Expiration date, manufactured date, and lot have been populated. The device history record (DHR) for the lot number 17743217l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Attention: officer (B)(4). Date: august 17, 2018. Subject: response to FDA request for report# (B)(4). FDA follow up letter dated: 03/13/2018. Manufacturer reference number: (B)(4). Product description: thermocool® smart touch® sf bi-directional navigation catheter. This is a response to the FDA¿s letter dated march 13, 2018, regarding a report of an adverse event with the following event description: catheter tip stopped working and got caught in sheath on extraction. Bi-directional catheter is able to bend or curl to direct ablation catheter. The curl was unable to be straightened to remove from the body. Doctor attempted all maneuvers known without success. Interventional radiologist was consulted who came to the lab. Accessed the opposite groin and attempted to snare the catheter. Snaring occurred but still unable to straighten or remove catheter through the sheath. Vascular surgery consulted and patient taken to or for surgical removal by vascular team. Thrombus also noted at the site. Patient had to be admitted to cardiac ICU, had jp drain placed and was placed on IV blood thinner. At discharge he will need po blood thinner for about 6 weeks post discharge and a follow up appointment with vascular 3-4 weeks post discharge. After reviewing the event information provided by the FDA, we matched this event to our database by event description, hospital address and device (catalog number). We have verified that this event is in the biosense webster, inc. (Bwi) complaint database with manufacturer reference number: (B)(4) (submitted by biosense webster to the FDA under 2029046-2018-01308). Please provide the results for any investigation, evaluation, and/or failure analysis, including underlying cause identification, relevant to the reported event. Please include: an explanation for the reason for this occurrence based on your follow-up with the reporting facility or individual a complete description of investigation and analysis methodology(ies) used, an identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved, and any conclusions reached based on the investigation and analysis results. Response: the catheter was not returned for analysis, so biosense webster was unable to conduct failure analysis and therefore could not determine any possible contributing factors or root cause. The biosense webster representative who provided technical support during the case noted that the catheter curve did not look like a typical d-curve, as the distal tip appeared to be at a more severe angle on fluoroscopy. Although the knob/piston was able to be turned and/or pushed up and down, there was no change in the catheter shape. There is no information regarding ring or other physical damage at the distal end of the catheter because the tip of the catheter and the sheath were sent to the hospital¿s risk management department before the physician was able to inspect them. The device history record (DHR) for the catheter was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. What actions has your firm taken to address this problem? Response: complaint trends are monitored monthly. No significant trends have been identified at this time for deflection stuck and no actions have been taken. Biosense webster inc. Will continue to monitor deflection stuck complaints. Please provide the results of risk management activities completed by your firm which address the reported device problem. Indicate the frequency and severity of the hazard, cause(s), and the applicable control(s) implemented to mitigate the hazard. Response: the reported device problem of deflection stuck is not confirmed to be device defect. In addition, it is not device malfunction when the device is used as intended following the manufacturer instruction for use (IFU). The reported device problem is documented in bwi risk management file leading to residual risk of afap with severity level of the harm is a 4. The current occurrence rates for ¿deflection stuck and surgical intervention¿ for the thermocool® smart touch® sf bi-directional navigation catheter is 0.00048%. Additionally, there are methods in place for verifying and monitoring the design implementation and effectiveness. Please provide a complete list of medical device reports (mdrs) that you have determined are related to this same problem/issue. Please identify how many complaints (i.e. From all sources, including but not limited to field service records, repair history records, etc.) That your firm has received in the past 2 years that are related to this same reported device problem. Response: there has only been one mdrs (which is this complaint) reported to the FDA in the past two years related to deflection stuck with surgical intervention. The following manufacture report number was submitted: 2029046-2018-01308. Please provide the total number of devices manufactured, distributed and, if available, used per year over the last three years for the medical device identified in the medical device report. Please indicate the proportions distributed in the us and outside the us. Response: number of units distributed for thermocool® smart touch® sf bi-directional navigation catheter: year: us: ous: 2016, 5121, 21354; 2017, 40765, 53810; 2018, 27106, 34223. Number of units manufactured for thermocool® smart touch® sf bi-directional navigation catheter: year: us: ous: 2016, 16486, 28535; 2017, 80520, 73488; 2018, 64664, 36226. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a male patient underwent an idiopathic ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a medical device entrapment requiring surgical intervention. During the procedure, while attempting to remove the thermocool® smart touch® sf bi-directional navigation catheter, the catheter became stuck in a deflected position. The thermocool® smart touch® sf bi-directional navigation catheter was retracted back into the terumo sheath, but remained deflected, causing a curve in the sheath. Several attempts to remove the thermocool® smart touch® sf bi-directional navigation catheter manually were unsuccessful. In an attempt to release deflection, the catheter handle was removed and the puller wire was cut without success. Patient was sent to vascular surgery to remove the thermocool® smart touch® sf bi-directional navigation catheter and the terumo sheath from the femoral artery. Patient was reported to be in stable condition. Although not confirmed, it is believed that the patient required extended hospitalization as a result of the adverse event. Patient recovered. The device was visually inspected and it was found in good conditions. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, deflection test was performed and it was found within specifications, the catheter was deflecting correctly. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. Then, the catheter outer diameter was measured and it was found within specification. Then, magnetic sensor functionality was tested on carto and the catheter failed, error 105 and 106 were observed. A failure analysis was performed, the catheter was dissected and the sensor values were found within specifications, with this information, the failure can be attributed to a potential pc board failure. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On line, functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint was not confirmed. The root cause of the adverse event remains unknown. The root cause of the pc board failure cannot be determined. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Investigation summary:additional information was received on june 21, 2018 on the event. Access into the left ventricle was obtained via a retrograde aortic approach. Aortic valve was crossed multiple times with the thermocool® smart touch® sf bi-directional navigation catheter in a deflected position. After procedure completion, while attempting to remove the thermocool® smart touch® sf bi-directional navigation catheter, the catheter curve became stuck. The biosense webster field service representative noted that it did not look like a typical d-curve, as the distal tip appeared to be at a more severe angle. Physician was unable to release the curve, even in the descending aorta. Technical services suggested that the physician cut the puller wire, which did not relax the curve. When the thermocool® smart touch® sf bi-directional navigation catheter was retracted back into the terumo 9 french sheath, it appeared that the curved thermocool® smart touch® sf bi-directional navigation catheter tip caused the soft tip of the sheath to buckle. Several attempts to remove the thermocool® smart touch® sf bi-directional navigation catheter through the sheath were unsuccessful. Interventional radiology attempted to remove the catheter without success. Patient was sent to vascular surgery to remove the thermocool® smart touch® sf bi-directional navigation catheter and the terumo sheath from the femoral artery. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. Failure analysis lab received the device for evaluation on 4/17/18. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Additional information was received on the event on april 12, 2018 through a medwatch form FDA 3500a (uf/importer report # (B)(4)) and an FDA letter. After procedure completion, while attempting to remove the thermocool® smart touch® sf bi-directional navigation catheter, the catheter tip stopped working and got caught in sheath on extraction. Interventional radiologist was consulted who came to the lab. Accessed the opposite groin and attempted to snare the catheter. Snaring occurred but still unable to straighten or remove catheter through the sheath. Patient was sent to vascular surgery to remove the thermocool® smart touch® sf bi-directional navigation catheter and the terumo sheath from the femoral artery. A thrombus was also noted at the site. The patient was admitted to cardiac intensive care unit (ICU) and had jackson-pratt drain (jp drain) placed and was placed on IV blood thinner. Extended hospitalization was required as a result of the adverse event. At discharge, the patient will need po blood thinner for about 6 weeks post discharge and a follow up appointment with vascular 3-4 weeks post discharge. Per the additional information received, added to (B)(4). We noted a correction to the medwatch form as under serial # it has populated 17749201l. However, the number provided is a lot # and not a serial #. There is a correction to the lot number as the lot number on the medwatch form did not match the lot number of the product received and analyzed. Originally, the lot # was reported as ¿unknown¿ in the 3500a initial. It was also reported in the 3500a initial that the thermocool® smart touch® sf bi-directional navigation catheter handle can be returned for analysis, but the rest of the catheter was retained by the facility. In the 3500a follow-up #1 and #2, we reported that the biosense webster inc. Failure analysis lab received the device for evaluation and during the analysis, the lot number of 17743217l was retrieved. Therefore, the manufactured date, expiration date and DHR were provided. The medwatch form has the lot number of 17749201l which does not match the lot # of the product received and analyzed of 17743217l. Therefore, requested clarification from with the biosense webster field representative. Reviewed the biosense webster failure analysis lab¿s visual inspection with the biosense webster field representative. The visual inspection reflected that the catheter was found in good condition. However, the biosense webster field representative, clarified that the catheter used in the procedure was cut in multiple pieces. Therefore, it has been assessed that the correct lot number (product) for this complaint is the one provided by the customer on the medwatch form of 17749201l. A correction has been processed on the lot #, manufactured date, expiration date and device history record. Fields expiration date, manufactured date, lot and device available for evaluation have been re-populated. The device history record (DHR) for the lot number 17749201l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. No device was received for analysis. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Since no device was received for analysis, corrected method codes, result codes and conclusion code. Manufacturer's reference number: (B)(4).